Event description:
In an iliac stenting procedure, the 9-37 primus stent did not fit into the used 7f terumo introducer. On the way to the target lesion, stent got lost and was implanted into the femoral artery. Procedure was finished with a guidant stent.